Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 329 mg/dl. The customer delivered a bolus to stabilize bg level. Reportedly, the customer troubleshoot before contacting tandem technical support and indicated there were air gaps in the tubing. The customer was able to expel the air gaps by performing fill tubing.